Manufacturer narrative:
B3/d10: the issue occurred in may 2026. H4: the lot was manufactured between 01/12/2026 and 01/13/2026. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the labeling was illegible. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the labeling on the back of the clearlink system continu-flo solution set bag had worn off. This issue was identified during the intravenous medication infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.